Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow up. Interrogation of the implantable cardioverter defibrillator (ICD) revealed that it was periodically undersensing during episodes of ventricular tachycardia. In one episode, high voltage therapy was aborted due to the undersensing. The ICD was reprogrammed to address the issue. There were no adverse patient events associated and the patient was in stable condition.